Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a dialysis catheter. The customer stated during surgical case, md inserted and "ash catheter". As she pulled out one of the guide catheter, it broke. All pieces were accounted for. A replacement ash catheter had to be inserted.

Manufacturer narrative:
Submit date march 18, 2008. We have made three attempts to contact customer in order to confirm that this is a catheter mfg by tyco healthcare/kendall or a different MFR. The customer has not been able confirm or deny that this is a tyco healthcare/kendall prod. Their description indicates that this was an "ash catheter" and it is unclear if they are using this description as a general generic description for "dialysis" or if this is an accurate tyco healthcare/kendall description of the products name.